Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that an extension set tubing was leaking from near the cream-colored connector near the clamshell. The patient was connected at the time of the event. The patient covered the leak with tape; however, the problem persisted so they ended therapy. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection with magnification was performed which identified a hole in the tubing located near the patient line connector weld. Functional testing performed included leak testing (eight psi underwater pressure test with lab connectors attached), and clear passage test. Leak testing noted leak from hole in tubing. The reported issue was verified. The cause was determined to be a hole in the tubing. This is also a report of a use error, use of damaged supplies. The patient continued to use the set after it had leaked. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to follow aseptic technique taught by the dialysis center when handling lines and solution bags to reduce the possibility of infection. Also, it warns the user that using damaged sets can result in contamination of the fluid or fluid pathways. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.